Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the no foam bottle assembly. No further leaks observed by fse. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported a leak of no foam from a cracked tube or connector to no foam bottle on unicel dxc 800 pro synchron clinical system. The customer was unable to identify exact location of the leak. No injury was reported on this issue.